Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A homecare services representative sent an email notification of a complaint on behalf of a customer to corporate product surveillance on (B)(6) 2011. The customer reported that her mini caps were falling off. She was baking cookies and went to pull the cookies out of the oven and the mini caps just fell off. The second day, she was working in the home and another mini cap fell off. She went to the unit and got another transfer set put on to avoid any issues. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that the first minicap fell off on (B)(6) 2011 about 7 hours after she had placed it on in the morning while she was baking cookies. She noticed it when it fell on the floor. She immediately replaced it with another minicap and contacted her nurse. The nurse changed her transfer set, which she had had in place for about 1 month. The next day ((B)(6) 2011) when she went to do her night therapy and was going to remove the cap, the cap fell into her hands. The cap had been in place all day. She contacted her nurse again, and received a new box of minicaps from the clinic to use. She did not use the rest of the minicaps from the lot in which the caps were falling off, and the samples were requested for evaluation. She did not note any damage or build-up on either of the caps that had fallen off. She had properly placed both caps, and did not notice any issues while tightening the caps. She did not over-tighten the caps. The problem has not repeated since she started using the minicaps provided to her from her nurse. No adverse effects were reported in relation to these events. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing.